Event description:
It was reported that during a da vinci s procedure, the tip of the permanent cautery spatula instrument broke off, however, nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The customer reported malfunction does not itself constitute a FDA reportable event, however, engineering discovered evidence that an arcing event occurred during internal evaluation of the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument broken at the proximal clevis to main tube interface. The proximal clevis is dislodged from the main tube as a result of the damage. The proximal clevis and the main tube are missing pieces. Additionally, all cables are broken at the distal end of the hypotubes, as well as the conductor wire. The main tube was removed from the back end, exposing the hypotubes, flush tube and conductor wire tube. As previously mentioned, the initial reporter indicated no instrument pieces fell into the patient. Conclusions - engineering also observed charring and localized melting on one distal clevis ear, indicating an arcing event occurred.